Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator, atrial and right ventricular leads were explanted due to infection. Patient was stable before and after the procedure. No new system has been implanted. The source of the infection was unknown.